Event description:
Spouse of home patient reports user overtorqued the twist clamp of the minicap transfer set while attempting to clear a check patient line alarm while trying to fill during apd therapy on the homechoice machine. Patient was able to close clamp. But it was loss when in open position. Spouse was advised to contact patient's rn regarding transfer set. Spouse did contact rn and a transfer set change was performed on 03/2004. Rn reports no patient injury or medical intervention as a result of incident.